Event description:
This report is being filed upon notification from our mr manufacturer in other country, to submit this incident. Problem: pt had a mr procedure. Pt was hearing impaired had call bell. The pt was removed from bore several times during procedure to check on their status. The pt had not complaints. Pt contacted site after returning home to inform them that he noticed blister on left elbow. The 2nd degree burn was about three quarters of an inch long and oval in shape.

Manufacturer narrative:
Conclusion - (other) - the pt burn in this case was most likely due to the result of unwanted rf interference. It was highly likely that insufficient distance was kept between cable and pt which contributed to the cause of the burn. However, such interference is hard to predict because many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the positon of the coil and cables related to the pt, the scan techniques used, and etc. The same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations at the same site. The instructions for use already contained extensive warnings related to coil and cable positioning. Note: the indicated importer has received FDA exemption to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.